Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge when the tubing got stick on a side mirror. A new cartridge and infusion set tubing was successfully loaded to address the event. Blood glucose was 112 mg/dl.